Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found within specification in relation to the reported "air in line" and was not reproduced during evaluation. Air in line alarms were found through a review of the event history log however, it was unable to be determined if the occurrences in the history log were true or false occurrences. Evaluation observed no discrepancies related to the allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line problem. There was no known patient injury or medical intervention associated with this event. No additional information is available.